Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery alarm and battery last less than expected anomaly due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the case cracked behind the pump at the corner of the belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on of back of the battery casing. Customer reported that there was physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis.